Manufacturer narrative:
A review of the data confirmed noise on both the ventricular and shock channels that resulted in oversensing. For the latest episodes, the oversensing resulted in ventricular pauses for less than two seconds. The noise appears to be most likely due to emi but myopotentials could not be ruled out. Due to the occasional appearance and that no emi source has been identified, it was discussed to check for abdominal myopotential oversensing during the next patient follow up. At this time, this device remains implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
At a later date, it was reported that a lead revision was performed and the associated right ventricular defibrillation lead was successfully replaced. A memory download and save to disk were performed during the procedure sent to boston scientific technical services for evaluation of the source of the noise.

Manufacturer narrative:
A ts representative reviewed the data and discussed that the noise present in the episodes were most likely due to emi and was about 50 hz in nature. One episode resulted in a ventricular pause for more than two seconds. It was also determined that this patient had not been doing anything out of the ordinary at the times the episodes were recorded. In addition, inappropriate mode switches were recorded as a result of the ventricular signals being detected on the atrial channel. It was also noted that there was ventricular pauses of 3.5 seconds that occurred during this episode. This oversensing was still evident after the lead revision was performed and is occurring after the blanking period following a ventricular pace and it was suggested that the atrial sensitivity may be adjusted to ensure appropriate mode switching. No other episodes due to emi oversensing were recorded and there was no noise observed following induction testing performed during the lead revision. At this time, this ICD remains implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
At the last patient follow up, more episodes of noise oversensing were noted on both the ventricular and shock channels. The oversensing resulted in periods of pacing inhibition for 1 to 1.5 seconds. However, it did not result in the delivery of inappropriate shocks as detection was in a no therapy zone. The noise could not recreated with patient movements and pocket manipulation. No adverse patient effects were reported.

Event description:
Another data disk performed at the last patient follow up was sent to boston scientific technical services (ts) for analysis.

Manufacturer narrative:
A save to disk was performed and will be sent to boston scientific technical services for evaluation. No additional information is available. Once the disk is analyzed, this report will be updated.

Manufacturer narrative:
A ts representative reviewed the electrocardiograms and discussed that the noise observed on both the ventricular and shock channels appeared to be due to electromagnetic interference (emi) rather that lead on lead contact. The signals for lead on lead contact are usually much larger. In addition, if the leads were too close together, the p-waves would be observed on the shock channel and there would be oversensing of the atrium on the ventricular channel. It was suggested to ask the patient what they were doing at the time the episodes had occurred to attempt to troubleshoot what caused the emi. It was also discussed that if a revision is to be performed, the connections should also be evaluated to rule out this as a possible noise source. The patient was hospitalized and a revision will be performed at a later date. The ICD was reprogrammed to tachycardia therapy off and the ventricular sensing was increased to avoid the oversensing. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had recorded many non-sustained episodes from appeared to be noise oversensing on the ventricular channel. The oversensing had resulted in pacing inhibition for more than two seconds and this patient is pacemaker dependent. In addition, it also appeared that ventricular signals were being oversensed on the atrial channel. The right atrial (ra) lead was positioned inferior in the atrium while the right ventricular defibrillation lead was placed high in the septum of the ventricle due to the patient's tissue. It is suspected that the two leads are coming in contact with one another. No adverse patient effects were experienced by this patient. The electrocardiograms were sent to boston scientific technical services for further evaluation.